Event description:
After a vats procedure, the device stapled at 1st firing, but staples came off during the leak test. A competitor's product was used to complete the case. There was no pt consequence.